Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. All damages found are consistent with procedural damage.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.